Event description:
In 2000 it was reported that during a coronary artery bypass procedure, 6 or staff members complained of headache, nausea and faintness after opening the sterile pack. When the case was completed, the 6 employees were sent to the ER and given arterial blood gas testing. Two of the six were given a breathing treatment along with oxygen as po2 sats were low. Several days post surgery all 6 individuals had liver enzymes tested. All test results were clear. Hosp contacted their local gas co, waste treatment and heating/air conditioning services for additional environment testing.